Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify missing segments or partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 200 mg/dl. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. Advised customer to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The devise will be returned for analysis.